Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient was injured in a car wreck and eventually passed away. The patient was initially treated, where she underwent a tracheostomy and received treatment for various injuries suffered in the wreck. The patient was subsequently transferred to another hospital, after which she was transferred again, where she recovered from the primary acute injuries suffered in the wreck. The patient then required transport to a skilled nursing facility for the purpose of decannulation. The patient encountered difficulty breathing while at the skilled nursing facility on numerous occasions. The inner cannula of the tracheostomy was to be changed twice daily at the facility, but it was reported that this did not occur. The patient was found not breathing and was unresponsive. An ambulance was dispatched to the facility and cardiopulmonary resuscitation (CPR) was performed on the patient. The emergency medical technician (emt) suctioned the patient's tracheostomy tube and removed 30 cc of mucus from the tube. The patient was then transferred to another hospital and was pronounced dead. It is unknown at this time if the device caused or contributed to the event.